Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 06-apr-2021. An investigation is in progress for returned product received on 19-may-2021.

Event description:
Consumer sent an email to report the tampons are leaking much faster than before, strings are hanging, and the leak guard is absent. No injury was reported.

Manufacturer narrative:
On 22-jun-2021 product investigation result: no failure could be identified as a result of the investigation.

Event description:
Consumer sent an email to report the tampons are leaking much faster than before, strings are hanging, and the leak guard is absent. No injury was reported.

Manufacturer narrative:
06-apr-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent an email to report the tampons are leaking much faster than before, strings are hanging, and the leak guard is absent. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent an email to report the tampons are leaking much faster than before, strings are hanging, and the leak guard is absent. No injury was reported.